Event description:
The customer obtained a non-reproducible false reactive vitros anti-hav igm result ((B)(6)) from a single patient sample run on the vitros eciq immunodiagnostic system. The (B)(6) vitros anti-hav igm result was questioned due to a negative vitros anti-hav total result obtained from the same patient sample. Repeat analysis of the affected patient sample determined that the expected result was vitros anti-hav igm negative ((B)(6)). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false reactive vitros anti-hav igm result was reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible false reactive vitros anti-hav igm result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive root cause. An ocd field engineer made repairs and adjustments to the vitros eciq immunodiagnostic system, however, there was no evidence to suggest that the service actions were specifically related to the cause of this event. The root cause of this event is unknown.